Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual device was not available. However, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed a damaged / crack main body. The reported condition was verified. The cause of the damage was undetermined; however, potential causes of damage include exposed to foreign solvents, dyes, or cleaning agents during use. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set was cracked. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: e1: initial reporter address, e1: initial reporter city, e1: initial reporter postal code, h6, and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.